Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a drift prox pressure too high code was found in the ventilator's error log. The device's sensor board was replaced to address the issue. Additionally, the exhaust fan assembly, 43 micron filter, and pollen filter were replaced for maintenance. Repair test, alarm check, battery check, run in tests and cleaning were performed. The unit operated properly.